Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual: the locking ring is deformed and completely separated from the screw head. No other anomalies were identified. Functional: device is not functional without a damaged locking ring. Anchor c screw would not be able to lock to an anchor c cage without an intact locking ring. Conclusion: causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that an inserted an anchor-c screw and ring popped off.